Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir and one picture was returned for analysis. The picture received showed a cassette product with a water bubble outside of the assembly (ay) bag. The sample was received in a used condition inside a plastic bag filled of water. Visual inspection was performed and indicated that no discrepancies were detected. During functional testing, a syringe was used to infuse water into the ay bag and a leakage was detected in the ay bag. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop leaked. When filling up medical fluid into the product at a pre-use check, the customer noticed the fluid was leaking from its connector. No patient injury.